Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Date of explantation was on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent a breast augmentation revision with a mentor siltex round moderate profile, 425cc saline prosthesis experienced spontaneous right sided deflation post procedure. A clinical examination confirmed the deflation. As a result, patient scheduled for replacement with mentor saline implant on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on march 23, 2022 indicated that the patient underwent bilateral replacements with natrelle 68 moderate profile 420 ml implants filled to 450 ml bilaterally on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on january 12, 2022 indicated that the patient cancelled the surgery date due to covid. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on march 07 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sal siltex rnd diap pkg 425cc breast implant. Leak testing was performed, according to with the mentor procedure, and it revealed a tear on the posterior view within the siltex cracking, measuring approximately 0.4 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).